Manufacturer narrative:
Investigation summary: bd initiated an investigation regarding customer concern for the false negative results in the complaints (B)(4) which required review of the customer complaint history, review of the bhr records, review of the customer provided run files, and retain testing of the available hpv ocularity reagents. In (B)(4), the customer observed that a patient sample was positive for hpv targets p2 and hpv 52 for both runs, but the p3 target was negative for both runs. Analysis of the run files and curves provided by the customer demonstrated weak amplification for the p3 target that was not crossing the threshold to be called positive. In (B)(4), the customer observed that the fluorescence for the p3 targets for the sample was low leading customer concern for the sample result. For (B)(4), the customer observed late amplification for hpv 45 in both runs on the cor, as well as unusual and variable values for the hbb targets in the first run, but the repeat run provided less doubtful results. In these cases of false negative results, the system employed an automated quality control check, determining that the signals from weak amplification did not adequately meet the criteria of an amplified reaction to result in a positive call. The purpose of this quality check in the algorithm is to prevent false positive results from being reported to the clinician and patients. Furthermore, retain testing of the hpv reagents, which included the extraction tray, reagent trough, and the pcr plates did not demonstrate any discrepancies or abnormalities. While the bd hpv ocularity¿ assay automated algorithms have high accuracy, bd acknowledges that discrepancies may occur and are expected when making direct comparisons with tests from other manufacturers. In a recent study from (B)(6); [kim et al. 2022], the authors directly compared the clinical performance of the bd ocularity hpv and the seegene any plex ii hpv28 genotyping assays. The study detects hpv in 920 consecutive liquid-based specimens from patients visiting the hospital for health check-ups, biopsy results or abnormal cytology test results. The bd ocularity assay showed hrhpv positivity (49.8%) lower than that of the any plex assay (55.3%) in the overall population. While there was only a small, but not significant, increase for the detection of cin2 histology, the specificity of the seegene test decreased significantly, with a relative specificity for detection of negative for intraepithelial lesion and malignancy (nilm) of 0.89 (95% ci: 0.85¿0.93). The study found excellent concordance between the assays in hpv genotyping except for the genotyping of hpv 33/58, for which there was good concordance. Kappa values ranged from a low of 0.73 (33/58) to between 0.87 and 0.9 for the very high risk types 16, 18 and 31. It is important to consider that while the bd ocularity hpv test is validated for clinical use in managing patient risk for cin2 disease, the authors point out that there is no consensus as to the cutoff point for optimal sensitivity, specificity, and genotyping accuracy in the any plex assay. The study described highlights that discrepant results are expected and should be interpreted with caution as they may not directly correlate with performance to detect clinically relevant histological disease. The customer identified samples do represent anomalies that may challenge the automated algorithms but appear to be rare and not suggestive that the bd hpv ocularity¿ assay test or associated equipment is operating outside of the performance claims in product documentation. Bd understands that the customer values quality and accuracy and will continue to monitor and investigate issues raised by the customer. If you have any additional questions or concerns, please do not hesitate to contact bd technical services. Reference: kim, m., kim, j., park, n. J. Y., & park, j. Y. (2022). Comparison of seegene anyplex ii hpv28 assay with bd ocularity hpv assay for human papillomavirus genotyping. Plos one, 17(7). Https://doi.org/10.1371/journal.pone.0267836.

Event description:
It was reported that during use of bd ocularity¿ hpv assay reagent pack for bd cor, a false negative hpv patient result was obtained. Upon retesting, the sample (B)(4) was positive and the curves were normal. There was no report of patient impact.

Event description:
It was reported that during use of bd ocularity¿ hpv assay reagent pack for bd cor, a false negative hpv patient result was obtained. Upon retesting, the sample (B)(6) was positive and the curves were normal. There was no report of patient impact.

Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.